Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manager unlocking issues. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that had unlocking issue on remote manager. A field service inspected the microswitches and latch assembly for any malfunctions or damage; none were found, and the microswitches showed no excessive oxidation. The fse reseated the connections and re-tightened the wire harness connectors to ensure a secure connection. The customer successfully recovered the storage space in the user application. Functionality was confirmed through the hardware test application, and the customer was able to access the storage space multiple times without any failures. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a remote manager unlocking issues. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.